Event description:
It was reported on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional clip (50407r1040) was prepared. During preparation, it was noted that when translating the dc handle, there was resistance. Therefore, the device was not used and was replaced. One clip was then implanted. To further reduce mr, additional clip (50401r1128) was prepared and inserted into the anatomy. The physician stated that they felt resistance in the dc handle when trying to advance or retract the handle. There were difficulties grasping the leaflets due to anatomical reasons. Therefore, the clip was removed and the procedure was discontinued. It was noted that the patient's mr grade worsened. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Na.

Event description:
It was reported on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional clip (50407r1040) was prepared. During preparation, it was noted that when translating the dc handle, there was resistance. Therefore, the device was not used and was replaced. One clip was then implanted. To further reduce mr, additional clip (50401r1128) was prepared and inserted into the anatomy. The physician stated that they felt resistance in the dc handle when trying to advance or retract the handle. There were difficulties grasping the leaflets due to anatomical reasons. Therefore, the clip was removed and the procedure was discontinued. It was noted that the patient's mr grade worsened. There was no clinically significant delay in the procedure. It was later reported that the patient expired later that evening. The physician believed that the patient experienced a stroke during the procedure caused by an unknown reason.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H2. This report is sent as a follow-up due to the additional information received. It was later reported that the patient expired the evening of the procedure. The physician believed that the patient experienced a stroke sometime between the start of the procedure and when the patient expired. The cause of the stroke and death is unknown.

Event description:
It was reported on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The first mitraclip (xtw) was implanted successfully. To further reduce mr, an additional mitraclip xt (50407r1041) was prepared. During preparation, it was noted that when translating the dc handle, there was resistance. Therefore, the device was not used and was replaced. Another xt mitraclip was prepped and successfully implanted. To further reduce mr, additional clip (50401r1128) was prepared and inserted into the anatomy. The physician stated that they felt resistance in the dc handle when trying to advance or retract the handle. There were difficulties grasping the leaflets due to anatomical reasons. Therefore, the clip was removed and the procedure was discontinued. It was noted that the patient's mr grade worsened. There was no clinically significant delay in the procedure. Additional information was received that the patient had passed away the evening of the implant procedure. The physician believed that the patient experienced a stroke during the procedure caused by an unknown reason.

Manufacturer narrative:
All available information was investigated, and the reported physical resistance during dc handle advancement and retraction was not confirmed. The reported positioning failure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported physical resistance during dc handle advancement and retraction could not be conclusively determined. The reported positioning failure is related to challenging patient anatomy (cliff between posterior leaflets), per case details. Causes for the reported worsening mitral regurgitation and cerebrovascular accident could not be conclusively determined. The reported death appears to be a cascading event of the cerebrovascular accident. The reported patient effects of mitral regurgitation, death, and cerebrovascular accident, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.